Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens shot out of the cartridge and tore the posterior capsular bag. An anterior vitrectomy was performed and the procedure was completed with a different lens model. The surgeon suspects that the lens was loaded incorrectly by the scrub technician. Additional information has been requested.